Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system panel. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 system panel display became unresponsive during in-service. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the user facility to investigate. The root cause of the issue was identified with the firmware installed on the s5 display and control module. The problem was solved with firmware upgrade. The s5 unresponsive display is a known issue and corrective actions are in place. Previous complaints related to s5 system panel firmware were considered to be reportable malfunctions. The display module is not used for configuring and control of pumps. The malfunction of the display module does not affect the performance of the device to maintain the blood flow during the cardiac surgery procedure. Consequently, we could not identify a hazardous situation leading to a serious injury for a defect display module.